Event description:
Additional information was received confirming the event occurred during maintenance. No patient involvement and no patient harm or injury.

Manufacturer narrative:
Date of event and UDI number is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the warmer heater was not working. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
H3. Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was received. Visual inspection noted a cracked enclosure and damaged printed circuit board (pcb). Filled tank with water, attached temperature check, plugged in line cord, turned on the power switch and performed functional tests. The heater would not heat up the water in the device and failed the safety/electrical test confirming the complaint. A root cause was due to a faulty heater however the reason for the failure could not be determined. A device history record (DHR) review was not performed because the device is beyond a year from its manufacture date there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service in the previous 12 months and there was no indication that the complaint was related to a previous service of the device. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.